Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section is broken. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had no optimal light. There were no reports of patient harm.